Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under (B)(4). Additionally, this was reported on the summary report dated (B)(6) 2015 under (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, recurrence of stress urinary incontinence, bleeding, dyspareunia, emotional distress, product problem, and other unspecified injuries. Furthermore, it was also reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2015-57444.